Event description:
User reported that upon starting delivery of cardioplegia, the arterial bubble was triggered, which caused the pump to stop as a safety measure. User assessed the circuit and did not find evidence of air, so the user cleared the alarm and resumed support to the patient. User reported that this occurred twice more during cardioplegia delivery. The user adjusted the settings for bubble intervention from "small" to "medium," which prevented further pump stops.

Manufacturer narrative:
Investigation is pending the return of the device.